Event description:
It was reported that a patient suffered from a finger injury while being released out of a ventri system on acquisition completion. The patient, who was lying in supine position (on headrest accessory) with hands behind the head, suddenly shifted them to her body sides during table longitudinal motion and her right middle fingernail got pinched between the stretcher and table front cover at the spot where the pinch point warning labels are located. The operator, who was in the room and observing the whole time, immediately stopped the automatic movement using the remote control unit (rcu). The patient was sent to the site emergency room for treatment, which consisted of removal of 1/2 right hand middle fingernail and a finger bandage. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.